Event description:
Pt was revised to address femoral loosening and poly wear.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 3 years ago. The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.